Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for four patient samples from cobas e 801 module serial number (B)(4). Patient 1 initial result was 581 pg/ml and the repeat result was 39.6 pg/ml. Patient 2 initial result was 165 pg/ml and the repeat result was < 3 pg/ml with a data flag. Patient 3 initial result was 286 pg/ml and the repeat result was 9.68 pg/ml. The questionable results were reported outside of the laboratory. On (B)(6) 2019, patient 4 initial result was 6.66 pg/ml. The repeat results were 68.7 pg/ml and 6.66 pg/ml. For this patient, it was unknown if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.